Event description:
The event outcome was reported as ¿resolved without sequela¿ with a resolved date of (b)((6) 2014.

Event description:
It was reported that the patient experienced a headache for three days. The lumbar incision was swelling with fluid collection and was tender to touch as noted on (B)(6) 2014. Diagnostic methods included examination and palpation noting a cerebrospinal fluid (csf) leak. Also, on (B)(6) 2014 22 milliliters (ml) of straw colored fluid was aspirated from the seroma at the lumbar site. Fluoroscopy was also done on (B)(6) noting a patent catheter with no evidence of a leak at any point in the system. An intervention, device surgical revision, was performed on (B)(6) 2014 to repair the csf leak. Six purse strings were placed around the catheter's entry into the fascia securing the fascia around the catheter as tightly as possible without occluding flow. During the revision there was no evidence of infection upon wound exploration. The etiology was reported as incisional site/device tract-lumbar. This was unlikely related to the device or therapy but related to the implant procedure. The outcome was reported as an ongoing event. This device system delivered infumorph.

Manufacturer narrative:
Concomitant medical products: product ID 8782, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
On (B)(6) 2014, IV (intravenous) antibiotics were initiated. On (B)(6) 2014, the patient was started on oral augmentin 875 mg twice a day. On (B)(6) 2014, lumbar wound dehiscence was noted. The same day, the patient had I<(>&<)>d (incision and drainage) of the lumbar wound. On (B)(6) 2014, the patient was put on oral clindamycin hydrochloride 300 mg four times a day for 10 days. On (B)(6) 2014, the lumbar wound was well-approximated and healing well. There was still some drainage. The outcome of the event was reported as "ongoing". The severity of the event was noted to be "severe".

Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information was received and it was reported that on (B)(6) 2014 examination/palpation of the lumbar wound showed some epithelialization and a small amount of clear fluid draining from the wound. The patient was started on clindamycin hydrochloride 300 mg po qid x 7 days and a blood patch was done. On (B)(6) 2014, examination/palpation showed no signs of csf leak; there was erythema to incision and it was not well-approximated. The incision was cleaned with betadine and it was redressed. Home health for wound care and daily dressing changes was initiated. Clindamycin was continued at 300 mg po qid. On (B)(6) 2014, lab work was done; the lumbar wound culture grew moderate streptococcus agalactiae, group b. Due to continued wound infection and poor healing, the entire device system was explanted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported diagnostics on (B)(6) 2014 indicated the patient reported that their spinal headaches have been completely gone and that the patient had no fevers or extreme tenderness to the incision but still felt a little puffiness sensation in the back. An intervention on that day included patient educated on wound care. Examination on (B)(6) 2014 for wound check due to a recurrent leak which saturates the patient in the evening, posterior wound had 2 obvious locations, leaking csf without pressure being applied to wound. Intervention performed on (B)(6) 2014 included device surgical revision and wound exploration and repair of spinal fluid leak with blood patch along with IV medications x 3 days. On (B)(6) 2014 examination results were no complaints of headache, the patient's wound was satisfactory. A medication adjustment was also done, clindamycin 300mg po qid.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(6), product type programmer, patient; product ID 8780, serial # (B)(6), implanted: (B)(6) 2014, product type catheter. (B)(4).